Event description:
It was reported that a spectrum pump continually recognized the tubing door as always latched and allowed the pump to run without door closed. This occurred during pre-use performance verification in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "continually recognizing the tubing door as always latched and allows the pump to run without door closed" was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the failed upper link. The upper auxiliary required to be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.